Event description:
It was reported that during a bowel resection procedure, while stapling the colon, the tx60b device would not seal the colon; then a silk suture was used on the staple line. When the tx30b was fired, the device would not seal the colon then a hand sewn silk suture was used on the staple line. The tx30b was reloaded and the same thing happened. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.